Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient was doing well with the implantable neurostimulator (ins) but as patient started to lose weight, she started having pain over the ins site. Patient asked that her ins be removed. Hcp indicated that procedure was performed; the lead and ins were removed. The patient was awakened in operative room without difficulty and taken to pacu in stable condition. Patient would follow up in 2-3 weeks for a wound check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.